Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left fallopian tube with a part of essure vaginal device is received fresh') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemostasis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and vaginal haemorrhage outcome was unknown. The reporter considered device breakage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Essure, (gross only). B. Endometrial, curettings: disordered proliferative endometrium with stromal breakdown. Negative for hyperplasia, atypia or malignancy. C. Fallopian tube and cyst, right, salpingectomy: benign fallopian tube with paratubal cyst. D. Fallopian tube and essure, left, salpingectomy: benign fallopian tube. Essure, (gross only).. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal vaginal bleeding, left fallopian tube with a part of essure vaginal device is received fresh. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left fallopian tube with a part of essure vaginal device is received fresh') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemostasis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and vaginal haemorrhage outcome was unknown. The reporter considered device breakage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Essure, (gross only). B. Endometrial, curettings: disordered proliferative endometrium with stromal breakdown. Negative for hyperplasia, atypia or malignancy. C. Fallopian tube and cyst, right, salpingectomy: benign fallopian tube with paratubal cyst. D. Fallopian tube and essure, left, salpingectomy: benign fallopian tube. Essure, (gross only).. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal vaginal bleeding, left fallopian tube with a part of essure vaginal device is received fresh. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received: new events were added: abnormal vaginal bleeding, left fallopian tube with a part of essure vaginal device is received fresh. Patient history, lab data were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.